Manufacturer narrative:
Date of event is estimated, further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation due to the ipg being inoperable. As such, the entire system was explanted and replaced with a new system on (B)(6) 2019. Reportedly, stimulation was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.